Event description:
Patient underwent a surgical vascular procedure for the repair of an abdominal aortic aneurysm in 2006. During the procedure, graft fiber appeared damaged by the use of forceps. Hemostasis was lost in the damaged area. The physician repaired the torn region with sutures. There was no adverse outcome for the patient.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed by the manufacturer since the portion of graft returned was blood contaminated. However, the sample was sent to an outside laboratory for analysis. In the meantime, mechanical tests were performed on a product from the same fabric lot number than the complaint device. Probe burst test and the longitudinal tensile strength test performed indicated values well within product specifications. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. No conclusion can be drawn until the analysis is completed. A follow-up report will be submitted within 30 days upon receipt of additional information.